Event description:
No additional information

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3: the date received by manufacturer has been used for this field. H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305916; batch number#: 3333815. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via phone. Pir attached. 25x1 safety glade having trouble pushing the drug through the needle. Just had to re-stick the patient¿s 4th different time over the last month; 305916 lot rejn0115; 305902 lot 40954508. Response: what is the date of event for both material? This has happened a lot over the past serveral months. Please share the correct lot number for material 305916 lot rejn0115 we also have lot 3333815; material 305902, lot 4095458. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm other than having to stick them multiple times. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Please mention the material for available sample.